Event description:
The user facility reported a 51-year-old male with non-ischemic cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a hematoma at the impella access site due to trauma to the venous area during initial insertion. The following day, the hematoma was drained of roughly a liter of fluid. The patient was also provided two units of packed red blood cells to counteract the condition. Two days after the drain, the hematoma was evacuated and the condition stabilized. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: access site bleeding: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ vessel damage: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation into the reported hematoma has been completed since the original report was filed. Pump was not returned for investigation. As per the clinical details, hematoma was noted during impella insertion. The cause of the issue was not determined since product was not returned and sufficient clinical information was not provided.